Event description:
It was reported the programmer "fries headers" with use. The rf (radio frequency) head does not work after this requiring use of another rf head. The programmer was returned for evaluation and repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Corrected information no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: analysis could not confirm the reported event, four functional pacemakers were interrogated and programmed individually with the suspect programmer, the rf head then passed functional testing. It was noted that the head connector was loose on the link electronic module (lem) circuit board, as a result the lem board was replaced, also, the keyboard was broken.